Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. D4: batch # 278c40. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and one gst60b reload was present without its pan and body cracked. In addition, the reload pan was found lodged inside the channel. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and the home button was pressed, and the knife returned to the home position as expected. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reload to break while unloading. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. A manufacturing record evaluation was performed for the finished device batch number 278c40, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric bypass procedure that after firing a blue reload on the gastric pouch without buttress, when attempting to remove the reload the tech was struggling to remove it resulting in the reload breaking. The reload broke outside of the patient on the back table. A new reload was attempted to be loaded into the stapler but was unable to be loaded. A new stapler was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2023. Additional information was requested, and the following was obtained: was the device fired across staple line? Yes where on the staple line was the unformed staples? Across the whole staple line any pictures available? No what firing did the event occur? The fourth how long into the case did this occur? A couple hours in, towards the end of the procedure but it did not impact the time of the procedure or delay the case did the surgeon use buttressing material? No how was it determined it was unformed ¿b¿ shapes? Some staples were oozing / loose, however there was one staple completely unformed and the sharp straight edge was sticking out of the tissue was the device used after this occurred? If so, how many additional firings? No, the device was discarded and they opened up a new device. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.